Manufacturer narrative:
Date sent to FDA: 9/3/2019.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported via clinical study that patients underwent inguinal hernia repair procedures between (B)(6) 2014 and (B)(6) 2015 and either an ultrapro comfort plug, ultrapro hernia system or ultrapro plug was implanted. The study includes: prospective multicenter observational study of online-based (daily updated) recording of all relevant pre-, peri-and postoperative data, including patient- as well as physician-specific follow up; analysis of the most relevant patient-specific endpoints was completed including recurrence, pain and quality of life with a 4, 12 and 52 weeks follow-up and the use of psychometrically validated carolina comfort scale (anonymous and tamper-resistant); up to one-year patient-related follow-up by an independent institution and medical follow-up. For this, a methodology was developed that ensures a tamper-resistant evaluation of the treatment quality. The study group on "quality assurance in ambulatory hernia surgery" (initially consisting of 16 outpatient centers) has developed and standardized the surgical method described since 2010. As a consequence, any deviation must be documented by the standard. There were two yearly conferences held to discuss the surgical technique and complication avoidance strategies were developed. Patient complications included secondary hemorrhage, seroma, infection, non-healing wound, sensation, hematoma, pain and recurrence. No additional information has been provided.